Event description:
The customer reported that while patients were being monitored, the ambulatory telemetry system had lost communication with the panorama central stations. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the system and found that the panorama server was disabled. Corrections included rebooting of the server. The system was rebooted and communication reestablished.